Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (con): information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was poor coupling with recharging. Troubleshooting did not resolve the issue. A damaged antenna was reported. A replacement antenna was sent. Additional information received stated that the new antenna did not resolve the issue. The patient spoke with a manufacturer's representative (rep) who did not think there was any additional troubleshooting that could be done, and suggested that the patent get a new recharger. Patient was issued a new recharger. Additional information received stated that the new recharger did not resolve the issue. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.